Event description:
During the transapical tavr procedure, post deployment of a 26mm sapien xt valve, imaging showed the valve had migrated ventricular, resulting in a 2+ paravalular leak (pvl). Initially, the sapien xt valve was deployed 40:60 aortic:ventricular. The valve was positioned as intended; however, post procedure, the patient¿s hemodynamics did not recover. The patient was treated with medications followed by CPR, but both efforts were unsuccessful. The decision was then made to place the patient on a balloon pump; however, the physician struggled to place the pump and opted for femoral bypass support instead. After bypass, a repeat echo showed the valve had migrated ventricular. The valve was now 20:80 a/v with 2+ pvl. The bav balloon was used to post dilate the valve, however, the degree of pvl and position of the valve remained unchanged. The decision was then made to place a second valve via transfemoral approach. Per report, the transapical approach had been initially selected as the patient had undergone an iliac stent placement 1 month prior. The second valve was positioned and deployed so that it overlapped the first valve by 1 cell more aortic. Repeat echo showed the second valve had reduced the pvl to trace. The patient was in stable condition at the conclusion of the case. The native aortic annulus diameter measured 23mm by tee and 21.3mmx27.8mm by CT with an area of 455mm². The aortic valve/leaflets were severely calcified. It was perceived that the patient¿s valve had migrated because of the CPR which was performed during the procedure.

Manufacturer narrative:
(B)(4). Per the instructions for use, device migration and paravalvular leak (pvl) requiring intervention requiring intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, per report, CPR was administered post deployment due to the patient¿s hemodynamic instability, which was believed to have caused the valve to migrate. The pvl was a result of the too ventricular position of the valve after migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.